Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail, if new information is received a supplemental report will be submitted accordingly. Referenced article: electrocardiographic characterization of non-selective his-bundle pacing: validation of novel diagnostic criteria. Europace. 2019; 21(12):1857-1864. Doi: 10.1093/europace/euz275. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding electrocardiographic (ECG) characterization of his-bundle pacing and determining the ability to diagnose loss of capture accurately. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. It was reported that an unspecified number of the patients in the study were observed with loss of capture on their his bundle pacing lead. The leads remain in use. No patient complications have been reported as a result of this event.